Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the "teeth" on the end of the variable angle - locking compression plate (va-lcp) that holds the device, reportedly come off. It is reportedly likely that the malfunction occurred during transport from the netherlands to norway, but is not confirmed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ the investigation has shown that the bending feature (cloverleaf pin) is broken off as complained. The review of the production history revealed that this instrument was manufactured in october 2010 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The raw material is corresponding to the specifications as well. An inspection of the front clover shaped pin was not possible as it was not returned. Otherwise, the instrument is in good condition and presents only normal signs of use. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that exceeding applied mechanical force led to the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.